Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 9. The customer¿s blood glucose level did not exceed 500 mg/dl and there was no adverse impact reported. Technical support assisted the customer by providing information on how to reset the pump, and after the reset, the malfunction did not recur.